Manufacturer narrative:
It was reported that the during pacemaker upgrade procedure the right ventricular lead was exhibiting high pacing impedance and high capture thresholds. Lead was capped on (B)(6) 2019 and replaced with a new lead. Patient condition was stable.

Event description:
It was reported that the patients right ventricular lead was exhibiting high pacing impedance and high capture thresholds, issue was noted in (B)(6) 2019. During pacemaker upgrade procedure on (B)(6) 2019 the lead was capped and replaced with a new lead. Patient condition was stable.